Manufacturer narrative:
E1:patient city: (B)(6) patient country: spain

Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6)2024, patient complained about adhesive issue due to tape not sticking. Infusion set was in use for 2 days. No further information available.